Event description:
Approx 36 yr old male with medical history of annulo-aortic ectasia and marfan's syndrome. S/p aortic valve replacement freehand on 4/14/92 required explant on 2/11/97 due to wide open aortic insuffiency and cusp perforation. Operative report notes aortic root was slightly calcified but generally pliable. Perforation of right coronary cusp was noted. Note: marfan's syndrome is a contraindication to the use of allograft heart valves.